Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device. The patient alleged eye irritation, skin irritation, dizziness and/or headache, hypersensitivity, inflammatory response. There was no report of serious or permanent patient harm or injury.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.